Manufacturer narrative:
(B)(4). Additional info will be provided following the conclusion of the investigation. Imp ref # 1419652-2015-00055.

Event description:
Arjohuntleigh received a customer complaint where it was indicated that the sling fitted with loops was found with one of the loop ripped. Based on the info received, no pt was involved and no injuries were reported.